Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they had pump errors on the insulin pump. The customer stated the pump errors were software error detected alarms. Customer also reported a no delivery alarm. The customer's blood glucose was 11.7 mmol/l at the time of incident. The customer's most recent blood glucose was 8.1 mmol/l. The customer reported the insulin pump passed a self-test during troubleshooting. Customer was advised the insulin pump needed to be replaced due to the pump errors. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The pump passed the full functional testing, including the displacement, rewind, seating, basic occlusion and force sensor tests. The pump was returned for pump error 4 and 53. The format history file analysis confirmed the pump error 4 and 53 due to the software error. The pump was received with a cracked keypad overlay at the select button, a cracked reservoir tube lip, a scratched case and keypad overlay texture damage.